Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 470 mg/dl. The customer thought the high bg may be due to the infusion set site. The cannula was removed and no device issue was observed. The customer delivered a bolus to address the bg and the site was to be changed.